Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's body temperature did not display higher than about 32.6. The facility requested to investigate if there was abnormalities on the catheter.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found no reading observed on the returned sample. Dissected the catheter and found the wire was in good condition. The exact time of how and when the problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed by operator. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿·when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. ·when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. ·do not wet the lead wire and the junction with extension cable. ·this device is compatible only with monitors requiring ysi 400-series type temperature probes. ·always use the extension cable sold separately for connecting the lead wire of this device to the monitors. ·to inflate or deflate the balloon, use a luer tip (needleless) syringe. In deflate the balloon, do not aspirate or manually accelerate the deflation of the balloon. If difficult to come out the water spontaneously, refer to ¿troubleshooting¿ as follows."

Event description:
It was reported that the patient's body temperature did not display higher than about 32.6.